Manufacturer narrative:
The investigation has been completed. The console was returned for evaluation. The console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller experienced a purge disc/flag issue. The staff reported that during case start, it was observed that the purge retainer had broken off of the purge assembly. There was no reported harm or injury to the patient.